Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the probe needle/stiffener assembly pulled out of the needle holder. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Presence of adhesive was observed on the stiffener. No wear marks were observed along the inner cutter. A video was provided and reviewed by the manufacturing site. The video confirms that the outer needle assembly of the probe is sliding off of the probe assembly. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots indicates there are no additional complaints associated with the component lots for the reported issue. The evaluation confirms the reported issue of shaft of the cutter was disconnected. The exact root cause of the component detachment cannot be determined. An internal investigation has been initiated in order to investigate the component separation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that shaft of the cutter disconnected from the housing in the eye during surgery. There was no damage done to the patients eye.